Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and neck surgery ("neck surgery") and experienced inflammation ("inflammation damage"). Essure was removed. The reporter considered inflammation, medical device removal and neck surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -e free, inflammation, neck surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and neck surgery ("neck surgery") and experienced inflammation ("inflammation damage"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. The reporter considered inflammation, medical device removal and neck surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -e free, inflammation, neck surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.